Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found that the exhalation filter o-ring/seal was installed upside down. The se installed the o-ring /seal correctly and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the volumes being delivered on a 980 ventilator were low. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.